Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The balloon appears to have been previously inflated. The patency of the guidewire lumen was tested using an in-house (B)(4) guidewire, and it passed with slight resistance at the kink. The balloon was then inflated with water using an in-house inflation device. The balloon was inflated to rpb ((B)(4)) without issue. This pressure was held for (B)(4) seconds and no leaks were detected. The deflation time of the balloon was approximately 23 seconds, which is within the specification of (B)(4). The investigation is unconfirmed for deflation issues, as the device was able to deflate with no issues and met specification during the evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that the pta balloon was slow to deflate after the first inflation (atm unknown) in the rvot (right ventricle outflow tract). It took over 30 seconds to deflate half of the balloon. The remaining portion of the balloon was deflated by pulling negative pressure with 50 ml syringes. Another balloon was used to complete the procedure. There was no reported patient injury.